Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's toe curled when stimulation was increased past .45. Troubleshooting already performed included decreasing stimulation. Stimulation was increased to address lack of symptom control. There was no trauma or fall that could be related to this issue. The stimulation issue was not related to positional movement. She just saw her healthcare professional (hcp) this week but did not mention it. She was going to see her on (B)(6). It was clarified that there was a lack of effect at 0.45 and toes would curl when she tried to increase stimulation. The change in therapy/symptoms was considered sudden. The patient was going through 2-3 pads a day and 2-3 at night. The patient mentioned medical history of hitting her toe and now it looked like a mole or something was coming through it and she wanted to get it checked out before it turned gangrenous. The patient did not state this was a result of toe curling with increase of stimulation. The issues started possible since (B)(6), but agreed it was in (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.